Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in moderately calcified and tortuous distal right coronary artery. The maverick xl 5.5 /15/153 balloon catheter was being used for post-dilation following the placement of a non-bsc stent. The balloon ruptured upon first inflation to nominal pressure, exact atms are unknown. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in moderately calcified and tortuous distal right coronary artery. The maverick xl 5.5 /15/153 balloon catheter was being used for post-dilation following the placement of a non-bsc stent. The balloon ruptured upon first inflation to nominal pressure, exact atms are unknown. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the maverick xl catheter was received with no original packaging or other devices. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).